Event description:
This procedure was performed in the carotid artery using femoral access. The patient is a woman with a history of diabetes, hypertension, and dyslipidemia who presented with asymptomatic carotid stenosis. In 2007, the patient underwent treatment of a 70% right distal cca stenosis. The spiderfx device was delivered and pre-stent balloon dilation was performed. Two protege stents were implanted in the right proximal ica with post-dilation. The procedure ended with no events reported, and a 10% final residual stenosis. The patient complained of right side headache with a new onset of mild left hemiparesis post-procedure. A CT scan of the head was performed and revealed no evidence of intracranial mass, edema, hemorrhage or extra axial fluid or blood. The site reported the event as a tia which was not related to the procedure or devices. The next day, the patient complained of a mild right side headache. A neurological exam was performed and revealed a new onset of mild left hemiparesis most likely an ischemic cva affecting the right mca territory. A repeat CT scan of the head was performed, and the impression was hypoattenuation of the anterior right frontal periventricular small vessel. The hypoattenuation was noted to be more conspicuous than the prior examination, but may be secondary to variations in the axial scan plan. The site reported the tia lasted greater than 24 hours and ended the following day. The tia was further reported as resolved with full recovery. On the same day, the patient was discharged with no further headaches and was neurologically intact. The following month, during the 1 month follow-up visit, no events or hospitalizations were reported. The clinical events committee classified this event as procedure related and spiderfx and protege device related.

Manufacturer narrative:
Device was not returned for analysis. Please reference MDR #2183870-2008-0013 and #2183870-2008-00014.